Event description:
A literature article reported 22 cases regarding pts who underwent implantation of intraocular lens (iol) for cataract surgery. All pts were concurrently suffering from uveitis and posterior capsular opacification (after cataract) occurred after surgery. Due to this adverse event posterior capsulotomy was performed by means of laser nd-yag. This case regards a pt with a history of juvenile rheumatoid arthritis who, in 1994, underwent cataract surgery with iol (ceeon model #812c) implantation. Eight weeks later the pt developed posterior capsular opacification (after-cataract) and, on an unknown date, pt underwent posterior capsulotomy performed by means of laser nd-yag. At the time of the report the outcome of the event was unknown. The event was considered as serious/intervention required by co's physicians.